Event description:
An account manager for the manufacturer received a report from a customer that an apnea monitor's alarm level was not loud enough. There was no patient harm or injury reported, and the apnea monitor was not in patient use at the time of the alleged event. A notification was placed in the manufacturer's complaint database and the apnea monitor was sent to the manufacturer for investigation. The manufacturer received the apnea monitor for investigation and confirmed the customer's complaint of a low audible level. The alarm assembly (sonalert) was examined, and although the apnea monitor appropriately detected hazardous events, the sonalert decibel level did not meet minimum standards required by the "class ii special controls document: apnea monitors; guidance for industry and FDA".

Manufacturer narrative:
To determine if further action was appropriate a review of the reported incident and an evaluation of the device associated with the event were performed. The customer complaint stated the identified problem was detected by the customer prior to placing the device into use when they performed steps identified in product labeling. The professional manual for the apnea monitor (B)(4) states: "the following list incorporates the owner's responsibilities: periodic check, maintenance, and calibration of equipment. Replacement of components as required for safe and reliable operation. Equipment which is not functioning properly must not be used until all necessary maintenance has been completed and a factory-authorized service representative has certified the equipment as ready for use, and the proper performance of this monitor should be verified with a respironics 5000 simulator according to the checkout procedure manual (B)(4) between each patient and/or every 6 to 12 months, whichever is more frequent." An evaluation of the returned monitor revealed its alarm detection and visual alarm indicators performed according to design; however, the audible alarm level output level did not meet (B)(4) specification, although still audible output level was caused by a defective piezo disk in the audible output sonalert assembly. To determine if the identified issue was part of a trend a review of the smart monitor product family complaint history was performed. Complaints recorded during the previous four years ((B)(6) 2005 to the (B)(6) 2009) were reviewed. No complaints of decreased or a loss of audible output resulting from a defective piezo disk were identified. Based on this finding we conclude the failure that occurred was an isolated incident. Based on these findings we believe no further action is appropriate.